Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure conformation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea,( cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), menorrhagia ("heavy menstrual bleeding"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), migraine ("migraine") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, metrorrhagia, menorrhagia, alopecia, gastrointestinal disorder, nausea, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion date: (B)(6) 2014(as per ppf discrepancy noted) and (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea,( cramping),pelvic pain, abdominal pain, dyspareunia(painful sexual intercourse), metrorrhagia, (heavy menstrual bleeding), hair loss, gi conditions, nausea, weight gain, migraine, headaches, plaintiff did not undergo essure confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.